Event description:
It was reported by customer that radical handheld's displayed flickered. No known impact or consequence to the patient was reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.